Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high sensing integrity counter (sic) values on the ventricular channel. It was noted this was due to electromagnetic interference. The implantable pulse generator (ipg) was previously reprogrammed and will be reprogrammed again. The device remains in use. No patient complications have been reported as a result of this event. (B)(6) 2021: it was further reported that both right atrial (ra) lead and right ventricular (rv) lead exhibited electromagnetic interference noise due to unipolar sensing mode of the rv lead, which was detected on the ventricular channel. The rv lead also had high sensing integrity counter (sic) values. The mode will be reprogrammed to bipolar during patient's next in-clinic visit. No patient complications have been reported as a result of this event.